Manufacturer narrative:
A review of the device history records indicates that the reported devices were manufactured and accepted into final stock with no reported discrepancies. The complaint history review indicated that there were no similar events for the reported lot. The event could not be confirmed. The exact root cause of the event could not be determined due to limited information provided. Additional information such as patient medical records, x-rays and the explanted device would be needed to complete the investigation and determine a root cause.

Event description:
Patient had a total right hip revision (B)(6) 2013, 3 weeks post op grossly infected and had to remove all components. Nothing implanted after removal.

Event description:
Patient had a total right hip revision (B)(6) 2013, 3 weeks post op grossly infected and had to remove all components. Nothing implanted after removal.

Manufacturer narrative:
The following other hip devices were also listed in this report: v40 cocr lfit head 36mm/+5, cat# 6260-9-236, lot# mkad3r; 25mm mod rev hip bdy/blt +10mmcomponent level 9006-1-125, cat# 6276-1-125, lot# 40192401; bowed conical stem 16 x 195mm restoration modular hip system, cat# 6276-7-216, lot# caxma36e; primary tritanium hemi cluster hole cup 52mm, cat# 502-03-52d, lot# mlr7y9; 6.5 cancellous bone screw 20mm, cat# 2030-6520-1, lot# mht276; 6.5 cancellous bone screw 20mm, cat# 2030-6520-1, lot# mjrhte; 6.5 cancellous bone screw 35mm, cat# 2030-6535-1, lot# mlttey. It cannot be determined which, if any of these devices may have caused or contributed to the patient's infection. An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information (including x-rays and medical records) was requested. Should additional information become available, the evaluation summary will be submitted in a supplemental report.